Manufacturer narrative:
Concomitant medical products: etew2020c82e stent graft, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a unipolar lead impedance warning and possible far field r-wave (ffrw) on current and stored electrograms (egms). The ra lead remains in use. No patient complications have been reported as a result of this event.